Event description:
Brush comes of the shaft...doesn't stay in place - oral-b [device breakage]. Case narrative: consumer via e-mail stated that the oral-b toothbrush head came off the oral-b toothbrush shaft and did not stay in place. No injury was reported. On (B)(6) 2025, follow up via digital safety assessment survey: the consumer was a 51-year-old female. She did not visit a healthcare provider. No injury was reported. On (B)(6) 2025, follow up via email: the suspect product was oral-b rechargeable toothbrush handle 3766. No injury was reported. On (B)(6) 2025, follow up via email: the suspect product lot was 2cb83732131. No injury was reported.

Manufacturer narrative:
On 26-mar-2025, product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Brush comes of the shaft...doesn't stay in place - oral-b [device breakage]. Case narrative: consumer via e-mail stated that the oral-b toothbrush head came off the oral-b toothbrush shaft and did not stay in place. No injury was reported. 23-jan-2025 follow up via digital safety assessment survey: the consumer was a 51-year-old female. She did not visit a healthcare provider. No injury was reported. 23-jan-2025 follow up via email: the suspect product was oral-b rechargeable toothbrush handle 3766. No injury was reported. 28-jan-2025 follow up via email: the suspect product lot was 2cb83732131. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.